Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed. Olympus reviewed reprocessing steps provided by the user and confirmed no obvious deviation from the IFU. A definitive root cause cannot be identified. The following is included in the IFU: "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water and auxiliary channels with water. Wassenburge endohigh detergent was used for precleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, and instrument channel port. A bw-412t brush was used during manual cleaning. Manual disinfection was done with wassenburg endohigh paa. The automatic endoscope reprocessor used was wassenburg. The scope was stored vertically in a simple cabinet. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the biopsy channel of the evis lucera elite colonovideoscope could not be cleared. The customer later reported the scope had growth in the biopsy channel, which was discovered during routine water sampling. The scope was washed and resampled, but failed to clear. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, the scope cover was cracked, the bending section cover adhesive was worn, and the universal cord was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.